Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 7-8x daily. The patient manages her diabetes with humalog insulin (sliding scale) and lantus insulin (12-13 units before bed). The alleged issue began about 5 months prior to contacting lfs. The patient did not specify results obtained with the subject meter but reported they were "high." The patient's usual/ expected blood glucose reads about "120-130 mg/dl." A few days prior to contacting lfs, the patient reported obtaining a "high" blood glucose result on the subject meter. Based on the alleged "high" result, the patient administered self an increased dose of humalog insulin (amount not specified). About 40 minutes to an hour later, the patient claims she felt low blood glucose symptoms of sweaty and trembling. The patient drank orange juice as treatment and felt better about 2-3 hours later. The cca was not able to walk the patient through troubleshooting to resolve the alleged issue. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.